Manufacturer narrative:
The event occurred on an unspecified date "within the last month" from the report date. The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that plastic particles adhered to the inside of seven (7) homechoice cassettes. This event was observed before use of the devices for therapy. There was patient involvement but no patient injury and no medical intervention. No additional information is available.

Manufacturer narrative:
Additional information: seven (7) samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported issue was not verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.